Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient got hospitalized due to type 1 diabetic ketoacidosis and was admitted to intensive care unit from (B)(6) 2019 to (B)(6) 2019. Blood glucose levels were just below 521 mg/dl at the time of event. Patient was presented to emergency room with symptoms of nausea, vomiting, and fatigue. The patient was put on the diabetic ketoacidosis protocol in intensive care unit. No further information available.